Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The 3.00x33mm xience prime stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat de novo lesion in the mid right coronary artery (mrca) with moderate calcification and moderate tortuosity. The 3.00x33mm xience prime stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a long distal edge dissection was observed. Therefore, a 3.00x28mm xience prime stent was implanted to treat the dissection but, another dissection was observed. A 3.00x15mm xience prime stent was implanted to treat the dissection, completing the procedure. There was no adverse patient sequela. No additional information was provided.